Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a rotator cuff repair procedure on (B)(6) 2015. During the procedure, one of the strands snapped after the suture anchor was implanted and tied down. The suture anchor was serving it's intended purpose and was left in the patient. Additional suture anchors were implanted. This event caused a delay in the procedure of 30 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."